Manufacturer narrative:
The report states: litigation papers allege patient has sustained and will continue to sustain contamination of and damage to tissues and blood, subsequent surgery, pain, suffering, disability, impairment, loss of enjoyment of life, and economic damages. Doi: (B)(6) 2006 - dor: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). Update: (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised. The reason for revision was reported as: due to the recall. Dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient has sustained and will continue to sustain contamination of and damage to tissues and blood, subsequent surgery, pain, suffering, disability, impairment, loss of enjoyment of life, and economic damages.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
(B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified side and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.